Manufacturer narrative:
The tech found evidence that the power cord plug end arcing and the ground pin was severely bent. He replaced the power cord plug to repair the bed.

Event description:
The accounts maintenance staff reported that a bed in the maintenance area has a power cord plug that is arcing at the plug end.